Event description:
Device malfunction: none. Symptoms/ ae: neurological event and death. Time of ae: approximately 16-45 days post-procedure. It was reported that approximately 16 days post an uneventful carotid artery stenting procedure, the patient experienced generalized weakness with decreased oral intake. In 2009, the patient was hospitalized with altered mental status. Laboratory findings included an elevated cpk, creatinine and white blood count. Treatment included intravenous fluids and bicarbonate, but the creatinine continued to elevate. Reportedly, the condition was chronic. Prognosis was poor and the family requested aggressive measures stopped. Sixteen days later, the patient was admitted into the care of hospice and six days later, the patient expired. The exact cause of death is unknown as a postmortem examination was not performed. Although requested, there was no additional information provided.

Manufacturer narrative:
There was no rx acculink device malfunction reported. Neurological events and death are known potential adverse events associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.